Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding the patient. It was reported that the patient had a nonfunctioning spinal cord stimulator, and the entire system was removed on (B)(6) 2011.